Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6), 2010 at 12:45am. On an unspecified date/time, prior to when the alleged power issue began, the patient claimed he developed symptoms of frequent urination, thirst, and irritable. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. In addition, the cca confirmed that the battery did not need to be replaced per the owner's booklet recommendation. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient reported feeling symptomatic prior to when the alleged issue began. However, this complaint is being reported because the alleged power issue remained unresolved.